Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm 8 years ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that there was a type 3 endoleak due to limb disunion between a cuff and an iliac limb. The decision was made to reline the gap with a 16 mm diameter stent graft at a late date. No additional information was provided.

Manufacturer narrative:
Evaluation: results: - lack of info (unknown cause of endoleak, no films were returned for review). Conclusion: - lack of info (unk cause of endoleak, no films were returned for review).